Event description:
It was reported that the circular stapler did not cut through the mucosa. The stapler fired properly but staples were not properly formed and no tissue was cut. The procedure was extended by at lest 30-40 minutes. The surgeon had to excise the anvil from the rectum in order to complete the procedure.